Event description:
It was reported that post implant of an extravascular implantable cardioverter defibrillator (ev-ICD) system air was noted in the substernal space prior to defibrillation testing (dft), the physician opted to proceed. Ventricular fibrillation (vf) was detected appropriately but failed at 30 joules (j). The procedure was completed and the physician decided to bring patient back for repeat dft testing one week later, once air was resolved. It was noted air resolved one day post implant. When the patient was brought in one week later, diminished sensing was observed on the extravascular (ev) lead. The sensing vector was reprogrammed prior to dft testing. During initial induction undersensing of vf occurred and the patient was externally rescued. On the second induction the device successfully detected the arrhythmia but failed to treat at both 35j and 40j. The physician opted to bring patient in for repositioning one week later. The device was repositioned more anterior and slightly more caudal. During dft testing the device detected appropriately but again failed rescue at 35j. The ev-ICD system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: ev240163, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.